Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the pump had al armed or beeped. The patient stated that the morning of (B)(6) 2017 their pump "started making a noise." It was stated the patient timed it and it was "5 times, 30 minutes apart." It was stated the patient went to get a refill and the healthcare professional (hcp) looked at the readout and stated "something was wrong" and the hcp could not fill the pump. The patient stated the hcp told them the pump was going to go empty and they need a new pump in the beginning of april. It was stated the hcp said the patient would need another psych evaluation before they could replace the pump. It was stated the psych evaluation was scheduled for (b)64) 2017. It was stated the patient took morphine in the morning and at night. The hcp said that would be enough to prevent withdrawal. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.